Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009; 419478 lead, implanted: (B)(6) 2009; 305c25 tissue valve, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that an alert was triggered due to atrial lead position check failure which caused the atrial tachycardia (at)/atrial fibrillation (af) therapies to be turned off. The lead remains in use. No patient complications have been reported as a result of this event.